Event description:
The device was connected to the pt for purposes of routine monitoring. Reportedly, the device would attempt to power-up but would shut off when the on button was released. The crew continued use of the device by holding the on switch down. Paramedics arrived on scene with a lifepak 10 defibrillator/monitor and continued pt monitoring. There were no adverse affects to the pt resulting from the reported discrepancy.